Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the MFR via an implant card that a vns pt was explanted due to lead discontinuity. At the moment (B)(4) attempts to obtain additional info remain underway.